Manufacturer narrative:
Philips received a complaint on the digital diagnost c50 system indicating that the tube hit the examination table which occurred after scanning (normal shutdown). The device was in standby mode without patient involvement. There was no rescan performed and no allegation of death or serious injury. It was judged preliminarily over the phone that the cs suspension counterweight was unbalanced. Customer contacted a third party for repair and the device was operational after the repair was completed. No repair was performed by philips. Based on the information available, the cause of the reported problem was due to cs suspension counterweight being unbalanced. The device was operational after repairs were completed by a third party. The investigation concludes that no further action is required at this time. Internal cross reference: complaint #(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was ball tube dropped from telescopic to the lowest position and hit the examination table after an external power outage while device was sitting idle. This malfunction would likely to cause or contribute to a serious injury if this were to recur. Based on the available information, this issue has been determined to be a reportable event. Philips has completed the investigation of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was ball tube dropped from telescopic to the lowest position and hit the examination table after an external power outage while device was sitting idle. This malfunction would likely to cause or contribute to a serious injury if this were to recur. Based on the available information, this issue has been determined to be a reportable event. Philips has started the investigation of this event.